Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. A trend review has been performed and there have been similar reports made to baxter. Baxter will continue to monitor similar trends.

Manufacturer narrative:
(B)(4) - it is unknown if the device is available for evaluation. Should additional information become available, a follow up MDR will be sent.

Event description:
Baxter (B)(4) received a report in which the patient had a 48 hour infusion of 5fu and nacl with this infusor which had a total fill volume of 92ml. According to the patient, the infusor emptied in 13 hours instead of 48 hours. The patient reported symptoms of tachycardia, malaise and sweats during the night. The patient sought emergency treatment and an aplasia was confirmed. The patient reported a total recovery and returned home the same day. There is no other information available. Further information requested. The sample is not available for analysis. A patient is involved.